Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing due to intermittent far p-wave oversensing on the ventricular channel was observed. Programming changes were recommended.